Manufacturer narrative:
It is unknown if the reporter is a health professional a sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether the 3m¿ steri-drape¿ u-drape was the root cause.

Event description:
On 01/19/2023, the following information was provided to 3m: the customer reported that the patient's skin allegedly lifted upon removal of the 3m¿ steri-drape¿ u-drape, 1015, lot 33kypx. No medical interventions were reported. 3m made multiple unsuccessful follow up attempts to obtain additional information with no response. On 02/16/2023, 3m received FDA via medwatch form mw1047429 that indicated medical treatment was required; however, specific information regarding the type of treatment provided was not specified.

Event description:
A 92-year-old female allegedly experienced a skin tear upon postoperative removal of the 3m¿ steri-drape¿ u-drape, 1015, lot 33kypx. The skin tear was noted as a dime size minor injury that required medical treatment described as "dressings applied to keep the skin tear site clean and hopefully free of infection."

Manufacturer narrative:
H10: a sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether the 3m¿ steri-drape¿ u-drape was the root cause.

Manufacturer narrative:
H10: 3m has investigated and identified the liner on the adhesive component of the affected drapes is difficult to remove without damaging the product and may render the product unusable. Additionally, 3m has observed an increase in reported adhesive related skin injuries for these affected lots, although the acceptance for the device was met upon product release, the adhesive component may not meet 3m's performance criteria throughout product shelf life. 3m requests customers cease use of the product and quarantine it for destruction/disposal. 3m has initiated a voluntary recall of select models and lots of 3m¿ steri-drape¿ surgical drapes distributed between october 29, 2021 - august 25, 2022. Corrective action will be taken for this issue and will continue to monitor.